Manufacturer narrative:
The electrode tip was discarded by the facility, the remaining sample was returned for evaluation. The part from where the tip broken was carefully examined under the microscope. There were no micro cracks in the broken area which could lead to any manufacturing detects. Furthermore, device history records were also checked by the contract manufacturer for any production related issues which showed no abnormality in the manufacturing process. Samples from same lot in the warehouse were also checked and found adequate. Contract manufacturer has been asked to increase the inspection of the tips with the electrodes shaft. The procedure lasted for 5 hr 30 mins in which this electrode was used and there is a possibility of electrode being used unexpectedly as no manufacturing fault is detected. The incident is a standalone incident as there have been no complaints received in the past about this product or same issue. If there is more information or complaints received, futher actions will be taken accordingly. At this stage, the complaint is standalone and no issues in the manufacturing or quality control are deteched.

Event description:
Doctor was working with the electrode inside the abdominal cavity when the tip of the device deattached. Fortunately, doctor noticed it and retrived it immediately with no consequences.